Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) post biv (biventricular) pacing on the right ventricular (rv) lead. Options to resolve the twos was discussed and the rv lead remains in use. No patient complications have been reported as a result of this event.